Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text: device not returned.

Event description:
It was reported by customer that they had to de-access and re-access port due to leaking around microclave even after microclave change. Frothy appearance noted to blood return. Not sufficient for sample. No other information was provided. Additional information received 02 october 2023: leaking involved a hazardous drug spill on the area and patient. There were no pieces broken off.